Event description:
It was reported that the patient's right atrial (ra) lead exhibited episodes of under-sensing. The lead was reprogrammed. The patient then presented remotely via merlin.net. Review of the transmission revealed that the ra lead exhibited episodes of over-sensed noise resulting in inappropriate automatic mode switch (ams). No intervention was performed, and the patient will be further monitored. There were no patient consequences.